Manufacturer narrative:
Additional information from the user facility stated that no anomalies were noted to the device during preparation and continuous flush was maintained.

Event description:
The physician encountered some resistance advancing the device through the microcatheter to the lesion. During the attempt to advance the device to the lesion, the proximal section in the catheter broke. The device was retrieved with the catheter as one unit and the procedure completed with another guidewire. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the nitinol tubing was separated 13.3cm from the distal end. The core wire was also separated and there was no evidence of stretching on the platinum coil. The nitinol tubing was compressed just distal to the separation site on the distal side. The device was kinked and severely bent in several places along its length. The severe bends are indicative that the device had under gone excessive manipulation. The separation of the nitinol tubing and the core wire appear to be due to torsion overload. Based on the investigation and the information provided it was not possible to determine the cause of the reported separation. The polytetrafluoroethylene (ptfe) coating was noted to be peeling in an area between 32cm and 40cm form the proximal end. There were sections in this region where the ptfe coating was partially peeled up from the stainless steel core wire and brass collett marking, from the torque device, were observed on the device. The damage to the ptfe coating is indicative that the torque device was not securely attached to the device. As the directions for use specifically cautions that insufficient tightening of the torque device can lead to ptfe peeling, the cause is considered to be use/user error.

Event description:
The physician encountered some resistance advancing the device through the microcatheter to the lesion. During the attempt to advance the device to the lesion, the proximal section in the catheter broke. The device was retrieved with the catheter as one unit and the procedure completed with another guidewire. There was no reported clinical consequence to the patient.